Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device sealed fine for the majority of the case and then all of a sudden it stopped sealing. There was no patient injury. There was an end tone with no sealing. There was no alarm. The surgeons went without energy device to finish the procedure.